Event description:
The following is based off a review of medical records provided to davol by the patient's attorney: based off the medical record review the patient underwent a routine total abdominal hysterectomy with left salpingo-oophorectomy. Following the surgery the patient became very ill and presented to the ER on (B)(6) 2004. On (B)(6)2004 - the patient underwent exploratory laparotomy with drainage of pelvic abscess, incisional abcess and placement of a composix kugel mesh. The surgeons dictation noted "there was no good fascia to sew and to reapproximate. The rectus muscles were quite edematous and there were attempts to place some suture just to reapproximate these rectus muscles in the midline to prevent further evisceration." The mesh was placed abdominally, not vaginally and was used as a support mechanism and was not indicated to be a long term solution per the surgeon. "What finally was used was pieced of 11 x 14 kugel composix mesh, knowing that this would have to come out at some point, but we had to have some closure of abdominal wall to prevent further evisceration." On (B)(6) 2004 - patient was again readmitted for an incision and drainage of the incision indicating that the infection was not resolved. "The patient has had a long, difficult time with a hysterectomy. She developed an abscess and has had wound problems since that time. Now, she presents with fever and some erythema surrounding the left lateral aspect of her pfannenstiel incision." The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Based on a review of medical records the mesh appears to have been place as a temporary measure. The patient had and continued to have wound healing issues unrelated to the device. The medical records indicate that the patient was treated for an infection, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.